Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced cannula mount and scid to resolve the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cannula mount was analyzed and the reported ¿corrosion damage from scid¿ was confirmed. Upon receiving the cannula, heavy amounts of corrosion were seen all along the cannula. Due to the corrosion, failure analysis was unable to install the cannula. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to a da vinci-assisted prostatectomy, the customer contacted the technical support engineer (tse) for assistance because they were getting an invalid cannula message with no cannula installed. Tse reviewed the logs and found 41087 errors for the cannula. Prior to calling in the customer had power cycled the system and error came back at power up. The customer tried to unseat the drape from the cannula error and error still remained. Tse had the customer hard power cycle the patient cart and when system power up the patient cart still thought that an cannula was installed. The customer opted to proceed and later called back to continue troubleshooting. They attempted two hard reboots on the system and the error message remained as surgery was in progress - cannula invalid remove cannula. Caller tried removing and reseating both the drape and a cannula, but the message remained. There was no report of patient involvement.